Event description:
It was reported via a legal notification, that a patient, had an initial left knee implanted with an optetrak logic, size 6 left posterior stabilized cemented femoral component, a 6 cemented trapezoidal tibial tray with 12 x 11 stem extension and stem extension set screw, a 35 mm 3-peg patella and a size 6, and an 11mm posterior stabilized polyethylene insert, underwent a revision procedure, approximately 1 year 6 months post the initial procedure to remove and exchange the optetrak logic polyethylene ps tibial insert, due to a ¿prosthetic joint infection". The patient also had pain, swelling, and instability in the knee and leg. These injuries were caused by early wear of the polyethylene insert and which resulted in component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries. They had claim permanent injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and/or other injuries presently undiagnosed, which all require ongoing medical care. No additional information is available.